Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states on 10-june-2024, it was reported by the patient that five infusion set tube was leaking at cannula housing due to which hyperglycemia occurs within one day of use. High blood glucose level was 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available